Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a 90% stenosed and 11mm long lesion located in the first diagonal coronary artery with a reference vessel diameter of 2.25mm. This was treated with predilation and deployment of a 2.25x16mm ion study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2011: the patient was admitted for unrelated treatment of left carotid artery stenosis. The patient underwent successful elective left carotid endarterectomy with vascu-guard patch angioplasty. During incisional closure, the patient went into cardiac arrest with ventral asystole. The patient was unsuccessfully treated with cardiopulmonary resuscitation, multiple medications, bilateral chest tubes, external transvenous cardiac pacing and administration of t-pa. The patient was pronounced dead and the cause of death was "believed to be myocardial infarction with hemodynamic collapse". An autopsy was performed 3 days later which revealed an old 2.5x2cm infarct in the distal posterior septum. The coronary arteries were moderately narrowed but not occluded. Serial sections showed 40-50% narrowing of all three main coronary arteries. Microscopic examination revealed up to 90% narrowing of the small vessels in the myocardium but no micro emboli were seen in the heart or lungs. Per the autopsy, "the cause of death was probably microscopic vascular disease of the heart. The possibility of micro emboli, which could have resolved by the tpa during resuscitative effort, cannot be totally excluded."

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).